Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited under-sensing, high capture thresholds, and pacing when not require. The device sensitivity was reprogrammed. The rv lead remains implanted. No adverse patient effects were reported. New information was received indicating that this rv lead was explanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited under-sensing, high capture thresholds, and pacing when not require. The device sensitivity was reprogrammed. The rv lead remains implanted. No adverse patient effects were reported. New information was received confirming that this rv lead remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited under-sensing, high capture thresholds, and pacing when not require. The device sensitivity was reprogrammed. The rv lead remains implanted. No adverse patient effects were reported.